Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: this lot was manufactured between june 13, 2019 to june 14, 2019. H10: nineteen (19) devices were received for evaluation. A visual inspection was performed on all the returned samples, and it was noted that there was loose white foreign matter observed inside the bag above the fill port of sample 1. The loose white foreign matter appeared plastic-like and was most likely a result of a fill port connector/cap issue. Additionally, damage was observed around the tip of the fill port connector of sample 2 and damage was observed at the fill port cap thread of sample 3 and 4. The reported condition was verified in four (4) returned samples. The cause of the reported condition could not be determined. For fifteen (15) returned samples, visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified for these samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that nineteen (19) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags had white foreign material. This was identified prior to patient use. There was no patient involvement. No additional information is available.